Event description:
It was reported that the physician experienced difficulty in positioning the right ventricular (rv) during the implant procedure, but was able to successfully implant the lead. However, the following day, a high capture threshold was observed from the rv lead. Diagnostic imaging confirmed that the lead had not dislodged, but the physician elected to reposition the lead to resolve the event and no additional patient consequences were reported.